Manufacturer narrative:
In the arjo technician¿s opinion, observed damages may indicate that the side panel was blocked by the obstacle during raising of the backrest. This caused that the side rail got damaged and the bed¿s frame bent. The instruction for use dedicated to enterprise 5000x bed (746.577) warns: ¿when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement.¿ to sum up, the arjo device failed to meet its specification since the side rail detached partially and the bed¿s frame was bent. It is unknown whether the patient was on the bed when the failures occurred. The complaint decided to be reportable due to the side rail partial detachment.

Event description:
Following information reported by the end-user, the lowering and raising of the enterprise 5000x bed did not function as intended. No injury was reported. The device evaluation performed by the arjo service engineer revealed that the bed frame was bent (which could cause problems with changing bed position) and the side rail detached partially (lower arm disconnected from the bed's frame). It was decided to replace the bed with the new one.